Event description:
It was reported that the patient presented with shortness of breath and a cardiac tamponade. Pericardial fluid was observed and drained emergently. No imaging was performed, the assumption was the tamponade was related to the device insertion. The physician opted to extract the right atrial (ra) and right ventricular (rv) leads. Difficulty was noted extending the rv lead helix during the procedure. The ra and rv leads were explanted. The patient was stable.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Tip stiffness test was performed, and the results were within specification. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.